Manufacturer narrative:
(B)(4). The customer reported problem of ?f_67 alarm ? Was confirmed during device evaluation. The sensor card was found to be damaged. The pump was swapped due to out-of-stock parts. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 67. It is unknown in which care area or the process step that this event occurred. There was no patient involvement, injury or medical intervention related to the reported event. No additional information is available at this time.